Event description:
The manufacturer received information alleging a ventilator's lcd screen was physically damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The display was unable to be viewed. The device's display board needs to be replaced to address the issue.